Event description:
It was reported that a pt underwent a sling procedure on (B)(6) 2010. The urinary catheter was removed on (B)(6) 2010 and the pt was unable to pass urine. The pt was discharged the next day and told to self catheterize. On (B)(6) 2010, cystoscopy and urethral dilation were performed because the neck of the bladder was too tight. The pt had urge incontinence and then was unable to urinate again. Tamsulosin and ciprofloxacin were prescribed. On (B)(6) 2010, a procedure to remove the tape was performed. Some tape was embedded around the surrounding tissue and the urethra was accidentally cut and had to be stitched. An in-dwelling catheter was placed and removed on (B)(6) 2010. The pt developed pain and morphine was started with good effect. The pt is now able to pass urine but is still self catheterizing residual urine.

Manufacturer narrative:
(B)(4) - urinary retention. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.